Event description:
The customer reported that the system would not make x-rays. This resulted in a loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.